Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt called in with an operational question. The pt experienced a drain of 8701 in drain two which is 348% over the expected drain volume making this a reportable device malfunction.